Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2019 and the absorbable straps were used. During the procedure, the clips did not attach to the screen and were loose. It was also reported that the doctor shot a few times and the clips did not fix. Another like device was used to complete the procedure. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.